Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned journey femoral impact bumper indicated that one of the pegs fractured off at the base. The broken peg was not returned. This device was manufactured in 2015, showing signs of wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, item broke upon impaction. No piece fell in the patient or was left in the patient. No delay occurred and a smith and nephew backup device was available.